Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a therapy effectiveness issue. Device data determined there was a presence of noise and morphology changes. Rhythmcare discussed retesting the device and to consider system reposition. Review of device data determined this device delivered two inappropriate shocks due to a change in morphology. This device system was tested in clinic and noted to have failed automatic setup. The physician decided to explant this s-ICD system and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a therapy effectiveness issue. Device data determined there was a presence of noise and morphology changes. Rhythmcare discussed retesting the device and to consider system reposition. Review of device data determined this device delivered two inappropriate shocks due to a change in morphology. This device system was tested in clinic and noted to have failed automatic setup. The physician decided to explant this s-ICD system and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.